Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a nurse noted air was in the line distal to the sensor and all the way to the filter set, however the pump module did not alarm for air-in-line. There was patient involvement, but the impact is unknown. It was noted that air did not make it to the patient.

Event description:
It was reported that a nurse noted air was in the line distal to the sensor and all the way to the filter set, however the pump module did not alarm for air-in-line. There was patient involvement, but the impact is unknown. It was noted that air did not make it to the patient.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had failure to alarm 'air in line' was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.